Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5094791. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient sustained a severe chemical burn and reaction to the skin that resulted in bleeding and scarring on the abdomen. There was no documentation of medical intervention. This is being reported due to the allegation of scarring. No additional patient or event information is available.